Manufacturer narrative:
On 15-nov-2019 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the mains cable due to improper consumer handling.

Event description:
Consumer called and stated that he/she was plugging in his/her charger and the charger blew up. No injury was reported.

Manufacturer narrative:
Product return was received on october 2, 2019 and the product was identified as oral-b/power/rechargeable toothbrush handle/3762/triumph. Product investigation is in progress.

Event description:
Consumer called and stated that he/she was plugging in his/her charger and the charger blew up. No injury was reported.